Event description:
It was reported that the intra-aortic balloon was inserted uneventfully and connected to another MFR's pump. The "balloon timing" appeared too slow on the angio cine film. Pump reportedly could not "adjust to" the dicrotic notch. Augmentation and unload were poor. The pump could not "follow inflation and deflation" of the balloon. Four days later the iab was removed. There were no pt complications.